Event description:
It was reported via repair work order that the a patient would not be able to be properly secured due to a missing restraint straps. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.